Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Supply changes would be performed to resolve the occlusion alarms. The customer's blood glucose (bg) levels were in the 300's mg/dl range and manual injections would be administered to address the bg levels. The customer would perform fill tubing on their own and would observe insulin exiting the infusion set tubing and cartridge tubing each time, the customer also stated that during the occlusion alarms the infusion set sites were placed in the customer's arms and once in their stomach area. Tandem technical support advised to avoid areas where muscle tissue may be hit with the infusion set sites. The customer was to contact their clinical diabetes specialist to discuss alternative infusion set types that may work better with their body. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.